Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was reported that the patient was not able to hear alarm sounds for high or low cgm blood glucose warnings. The alarm history confirmed the alarms had been emitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: during testing, the pump¿s audio tones function properly. The pump passed a sound test. The complaint was not duplicated during testing. Unrelated to the complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).